Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula bent event on (B)(6) 2024. Patient also experienced high blood glucose level. Therefore, patient went to emergency room and was hospitalized. Blood glucose level was 800 mg/dl at the time of the event. The duration of emergency stay was less than 24 hours. Patient was treated with IV and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.